Manufacturer narrative:
Note, this event was reported in the united states but occurred in germany. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. The root cause cannot be determined, as the returned samples were opened. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account - (B)(6). Complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: rear cannula end is broken. Note - this request is received from germany. Please check the attachment for additional information.